Manufacturer narrative:
Complaint conclusion: as reported, during a femoral arterial procedure, the balloon of the 5f mynxgrip vascular closure device (vcd) burst when pulled back against the arteriotomy, 2nd stop. The black marker on the inflation indicator was fully exposed at prep. The stopcock was not opened when balloon was at arteriotomy. No resistance was felt while inserting the device. There was no resistance experienced while pulling back. No unusual force was applied while shuttling down/retracting. Pre-procedure femoral angiogram was performed. Pvd / calcium was present. Manual compression was 30 minutes or less and the patient's hospitalization was not extended. The deployer was trained in using the device. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was femoral, medium stick location in the middle of the femoral head. The mynx vcd was prepped according to IFU instructions. There were no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The products were not returned for analysis. The device history record (DHR) reviews of lot f1817902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (pvd/calcium was present and balloon burst at second stop) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Event description:
As reported, during a femoral arterial procedure, the balloon of the 5f mynxgrip vascular closure device (vcd) burst when pulled back against the arteriotomy, 2nd stop. The black marker on the inflation indicator was fully exposed at prep. The stopcock was not opened when balloon was at arteriotomy. No resistance was felt while inserting the device. There was no resistance experienced while pulling back. No unusual force was applied while shuttling down/retracting. Pre-procedure femoral angiogram was performed. Pvd/calcium was present. Manual compression was 30 minutes or less and the patient's hospitalization was not extended. The deployer was trained in using the device. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was femoral, medium stick location in the middle of the femoral head. The mynx vcd was prepped according to IFU instructions. There were no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal.